Manufacturer narrative:
The device was received for evaluation on 05-may-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. There was no error message. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed no anomalies on the device. Then, since the device was not irrigating, further investigation was performed. It was noticed that the irrigation tube was folded at tip area. A manufacturing record evaluation was performed for the finished device number lot 31447985l and no internal actions related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed due to the conditions of the irrigation tube. The potential cause may be attributed to device usage during the procedure. However, it cannot be determined with the information available. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31447985l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. There was no error message. A second device was used to complete the operation. There was no adverse event reported on patient.